Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired staple. Multiple pusher fingers were damaged. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur when the device is applied over an obstruction damaging the pushers. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, while on the stapling of the proximal rectum, the device¿s staples did not deploy, wherein the surgeon squeezed the handle twice to deploy the staples on the tissue but no staples were deployed. A new device was used in order to complete the case. No patient injury.